Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. Case-(B)(4). All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Event description:
It was reported that, a unkn trigen intertan intertroch antegr nail impl was fracture. It is unknown whether this happened during surgery or not, therefore patient involvement has not been confirmed.